Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire medical has requested whether or not the suspect device will return for investigation. However, the customer has not responded to these requests. Vyaire medical has not received the suspect device for investigation. If the suspect device returns, an investigation will be performed and a follow up report will be submitted

Event description:
It was reported to vyaire medical that the vela ventilator experienced a motor fault alarm and that the turbine driver pcb's led is not on. At this time, the customer has not provided information regarding patient involvement.